Manufacturer narrative:
Citation: durand e, sokoloff a, urena-alcazar m, chevalier b, chassaing s, didier r, tron c, litzler py, bouleti c, himbert d, hovasse t, bar o, avinée g, iung b, blanchard d, gilard m, cribier a, lefevre t, eltchaninoff h. Assessment of long-term structural deterioration of transcatheter aortic bioprosthetic valves using the new european definition. Circ cardiovasc interv. 2019 apr;12(4):e007597. Doi: 10.1161/circinterventions.118.007597. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term structural valve deterioration after a transcatheter aortic valve implantation (tavi). All data were collected from multiple centers for tavis between april 2002 and december 2011. The study population included 1, 403 patients (predominantly male, mean age 82.6 years). One hundred ninety-nine patients were implanted with a medtronic corevalve tavi (no serial numbers provided). Among all patients, adverse events included: stenosis, increase gradient measurements, device malposition, implant of a second valve, severe aortic regurgitation, explant and replacement with a surgical valve, cerebral vascular accident (cva), vascular complications, bleeding, and permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.